Manufacturer narrative:
The biclamp laparoscopic insert was not provided for an evaluation (note: also, none of other involved equipment/accessories were made available for an assessment.). Due to the lack of information, no conclusive determination could be made as to the cause of the incident. However, most likely the inadvertent activation of the biclamp laparoscopic insert was a significant factor in the event. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the biclamp laparoscopic insert during a hysterectomy/bilateral adnexectomy and pelvic lymph node dissection for a malignant uterine tumor. The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used was not provided. During the procedure, there was tissue damage or injury to the uterine artery. A suture was then used to established hemostasis. Additionally, it was conveyed that there was an unintentional activation of the instrument. At the end of august 2021, the patient developed "urinary leakage" and was transferred to neijiang second people's hospital for treatment with a diagnosis of ureteral injury caused by the primary surgery. No further information was provided in regards to any additional treatment or the patient's medical condition.